Event description:
The customer stated that ablation was performed while the navistar thermocool catheter was connected to a non-bwi generator and the patient suffered form cerebral infarction. It has been reported that currently, the patient is being treated for the same. Other catheters that were reportedly used during the procedure are 2 lasso catheters and 1 non-bwi ablation catheter.

Manufacturer narrative:
The physician is of the opinion that the product did not contribute towards the occurrence of the event, but was due to the thrombus formation caused by the ablation.